Manufacturer narrative:
The investigation for the reported purge disc/flag issues has been completed. The console was returned for evaluation. This was not reproduced as the console was able to recognize the purge disc but there was glucose residue around the purge pressure sensor that could have affected purge disc recognition. The logs were reviewed which confirmed the inability to detect the purge disc. Case wizard was then started up but the purge disc would still not be recognized. Purge cassette swapped for sn (B)(6) but no difference in the results. The cause of the purge disc's intermittent inability to be recognized was most likely contamination from dried glucose. Added-d9 device return date g1-corrected MFR site name and address.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) did not recognize the purge disc. Therefore, the console was exchanged. There was no reported patient harm.